Event description:
Information was received which indicates that the patient had a possible infection for which antibiotics were prescribed. The patient reported to the physician that their vns incision site was red and had drainage that was wither clear or had a yellow tinge to it. There was no pus present. After taking the antibiotics the patient then saw the physician who noted that erythema was present around the incision. A company representative reported that it was believed the infection developed from surgery and not due to patient manipulation. This is a known risk of surgery. A review of device history records showed that both the lead and generator were sterilized prior to distribution. No other relevant information has been received to date.